Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.59v and the daily measurement was 2.89v.

Event description:
It was reported that the battery voltage measured in office was lower than the daily trend battery voltage. The device remains in use. No patient complications were reported as a result of this event.